Manufacturer narrative:
The investigation of the complaint has been completed. It is based on the service report. No device logs were received and no part was returned. It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Our field service engineer confirmed that the pressure transducer test failed and found that that the pressure transducer printed circuit board (pcb) was defective. No further information has been received and no further issues have been reported. The reported event was discovered during pre-use check. During ventilation, a pressure transducer failure may lead to high airway pressure and generation of related pressure alarms. The conclusion in this matter is that the pressure transducer pcb was defective. As no goods was returned, the root cause could not be determined.

Event description:
Manufacturer ref. #: 221347.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).